Event description:
It was reported that there was a patient alert on the right ventricular (rv) lead. There was a sudden spike in pace/sense impedance to a high level. The lead was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).